Event description:
There was an occlusion in the valve.

Manufacturer narrative:
The valve arrived with a severely blocked outlet connector. The valve was not patent due to an occlusion caused by yellow proteinaceous debris inside the delta chamber and damage to outlet connector. The occlusion prohibited all flow through outlet connector. As a result all further testing was precluded. It is undetermined when and how the damage to the outlet connector occurred. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.